Manufacturer narrative:
The underlying cause could not be determined after reviewing the documentation in this investigation. The product was return and evaluated; per oracle returns' ((B)(4)): compressor/noisy/vibrating. The evaluation could not confirm that the device would not vaporize any medication.

Event description:
The dealer states that the device will not vaporize any medication.